Manufacturer narrative:
The reported malfunction was observed and attributed to the biphasic flex cable connector not seated properly to the bridge board. The biphasic flex cable was replaced as a precaution. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that that there was no patient involvement in the reported malfunction.